Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the srom miller shell is bent and t-handle frame no longer fits. It was also reported that it did not break into pieces and everything was retrieved.the surgery was not delayed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the srom miller shell is bent and t-handle frame no longer fits. It was also reported that it did not break into pieces and everything was retrieved. The surgery was not delayed.